Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. There are no records for the declared date of the event. An analysis of the last infusions recorded was therefore carried out. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was received in brézins for investigation. Nothing was noticed during external visual check. It was noticed that the preventive maintenance was well overdue (2020). Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Quality control was performed and no technical or functional issue was detected. Internal inspection found that the device was dirty, with traces of seepage in the planned areas, and a worn membrane (due to the overdue of the preventive maintenance, but the tests were still passed.) The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not valid with no issue. However, it is advisable to carry out preventive maintenance (including changing the battery and membrane) and to recalibrate the v0. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid the trend is: n/a.

Event description:
The following has been reported: user has noticed freeflow, please check. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.